Manufacturer narrative:
This report is for an unknown guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a "metal artifact' has been identified on a post-operative x-ray. Initially, the patient had an unknown procedure using an unknown biomedical enterprise continuous compression implants (bme cci) elite pronged drill guide. During that course of operation, the surgeon stated that during drilling, an unknown guide hole broke. But, the surgeon believed that all of the orange plastic from the drill guide or sleeve was retrieved. There was no current plan to re-operate and remove the artifact. Patient outcome is recovering post-operatively. Concomitant device reported: unknown drill bit (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) ¿ unknown guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.